Manufacturer narrative:
On device evaluation, a ventilator inoperative condition was confirmed. Investigation was unable to read the error log, machine hours, blower hours, or software. It was determined the device printed circuit assembly required replacement to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the 3rd-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.